Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(4) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. It was reported that the patient was in a car accident due to experiencing inaccuracies on the cgm. The patient's cgm was reading 369 mg/dl and the blood glucose (bg) meter was reading 238 mg/dl. The patient was taken to the hospital by squad. It was indicated that the patient could not call emergency medical technician's (emt) and could not recall who called them. At the time of contact, the patient was admitted to the hospital and was doing fine. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.